Event description:
It was reported that during central processing, the black cautery cable of the 8mm fenestrated bipolar forceps instrument had a break in the cable. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no issues were reported during the last registered use of the instrument, and it is unknown if a different instrument was used as a backup. The instrument's cable was intact. It is unknown if there was an exposed wire due to damaged insulation; no loss of cautery was reported, and it is unknown if the instrument exhibit thermal damage. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was a pinch on the insulation, and the internal conductor wires were not exposed. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.